Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported corrosion inside of pod. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that when the patient removed their pod, it appeared as if there was rust inside the pod. The patient wore the pod between 36 and 48 hours. No medical intervention required or harm to patient. No impact to blood glucose levels was reported.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no evidence of corrosion or discoloration of the device. The download data did not show any timeouts, drive stalls or hazard alarms during the run. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause corrosion or discoloration.